Event description:
During the procedure, the contralateral pullwire could not be advanced and the device delivery catheter was difficult to remove through the ipsilateral limb after the endograft was deployed. A type I endoleak was noted in the superior attachment system. Two days later, the pt had a tube endograft inserted into the bifurcated graft to seal the superior endoleak.